Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp)due to the implant not inflating properly. The physician believed that there was material damage and identified a fluid leak from the device. There were no patient complications reported.

Manufacturer narrative:
Upon previous receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump, reservoir, and cylinders did not find any abnormalities. The pump, reservoir, and cylinders passed the leak testing performed. The pump did not pass the functional testing performed related to the deflation test. Based on the information available and analysis results, the clinical observations of inflation issue and mechanical issue were confirmed; however, the reported fluid leak was unable to be confirmed. Due to the confirmed inflation issue, a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp)due to the implant not inflating properly. The physician believed that there was material damage and identified a fluid leak from the device. There were no patient complications reported.